Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer and identified the probable cause as a defective photo printed circuit board. The fse replaced the photo printed circuit board to resolve the issue. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported the generation of erroneously low patient results for multiple analytes on their au5800 clinical chemistry analyzer. The customer did not indicate the affected chemistries. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.